Event description:
Healthcare professional reported right side "rupture". Device has been explanted.

Manufacturer narrative:
Device analysis: analysis of the returned device identified: weight to the spec, deformation device, wear abrasion, yellow particles in the shell and creases fold. Cloudy in the gel observed after autoclave cycle. The unit is not rupture. Based on the device analysis the final assessment states that no issues found related with the manufacturing process. Additional, changed, and/or corrected data: d6.b , d9, h3, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture". Device has been explanted.